Event description:
A report was received that the patients ipg pocket site had broke down on the medial aspect. It was also mentioned that the patient had a fluid within the pocket causing some tightness. The patient was given antibiotic. The patient underwent an ipg revision procedure. The patient was doing well postoperatively.